Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the transcatheter heart valve (thv) procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and aortic valve replacement (avr) patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate that the patient's history of atrial fibrillation caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi registry, after a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, immediately after tavr procedure a left hemiplegia was observed. Multiple cerebral infarctions were detected by magnetic resonance image (MRI). Symptoms improved over time. After the tavr procedure, lixiana (edoxaban tosilate hydrate) was administered, and rehabilitation for cerebral infarction was performed. Per medical opinion, it was reported the event was associated with both device and tavr procedure. The patient's outcome was determined as recovered.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received of a heart block and implantation of a permanent pacemaker. Sections g6, h2, h6: impact code and h10 has been updated.

Event description:
Per additional information reported through the japanese tavi registry and report it to pirs. On postoperative day (pod) 2, a transient advanced atrioventricular block occurred, and a temporary pacing was inserted. On pod 15, a permanent pacemaker implantation was performed. On pod 27, the patient was discharged. Per medical opinion, the transient advanced atrioventricular block was associated with both device and tavr. Seriousness was determined as not serious. The outcome was determined as recovered.